Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was just received and has not yet been evaluated. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported upon inserting the distal screw for the graft during a pcl procedure, a quantity of three ar-1995shn, noncannulated short screwdriver shaft tips twisted. The three drivers were all from lot: 10193571. The facility reporter stated that the tip of the third ar-1995shn broke off into the head of the screw (part number unknown). The broken driver tip was flush with the head of the screw and remains implanted in the patient. The facility reporter stated that there were no attempts made to remove the screw as the screw was fully purchased and implanted. The case was completed without further incident.

Manufacturer narrative:
Complaint confirmed. All three devices were found to be twisted, with one of them missing the distal end of the drive feature. The most likely cause(s) of this type of event include continually applying torque when the implant is not properly aligned, leveraging, or torquing while leveraging the device.